Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient met with the manufacturing representative (rep) and many things were done but the stimulation sensation was not resolved and patient was still not feeling stimulation. It was reported that when the patient first met with the rep, he was instructed to get an x-ray at the time as the stimulation was all left sided and his implant was done in another state. It was reported that the patient had used his stimulator less than 1% in 2 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer's representative (rep). It was clarified by the rep that the patient felt stimulation on their left side, not their right side. Patient scheduled for an appointment on (B)(6). Representative reported they will try to get stimulation on the right side using x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies). It was reported that the since implant the patient still had pain. Patient had gone to the emergency room 3 times for this pain. Caller reports at implant he did initially feel stimulation but it was much slower than he wanted. It was reported that the patient went in for programming last wednesday and realized he could not feel stimulation on the left side and had a loss of stimulation. Caller will be seeing new doctor for tests to see why patient is not feeling stimulation. No further complications were reported/anticipated.